Event description:
The surgeon removed the infusaport and only a portion of the catheter was attached. The remainder of the catheter was found to be in the pt's heart, by using radiographic visualization. The pt was immediately transferred to the hosp where the catheter was successfully removed in radiology.